Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order showed incorrect patient profiles. A technical support specialist (tss) confirmed that the issue was resolved by adjusting the facility settings to discontinue orders upon re-admission, discharging patients, and then readmitting them through established workflows. The customer verified that this process successfully discontinued the erroneously displayed orders as intended and the customer's permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server order was showing on incorrect patient profile. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.